Manufacturer narrative:
H6: fdd code a24 has been removed as this was incorrectly submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient said the device is supposed to help with bladder control. Patient said they are having an unusual experience. Patient said last night they had a flush of urination rather then a hold which is unusual. Patient mentioned increasing stim in the past to a point where it was uncomfortable so they lowered stim. Patient said they started having urinary pain like a uti, when they felt like they had to go to the bathroom it was painful. Patient asked if they should drink more water. Patient said they are not able to sit flat or walk properly because of the pain. Patient moved from hawaii to texas and is on referral to another doctor who they are going to see in april. Agent reviewed option to turn stim off and see if pain goes away. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient's representative (son of patient). Caller said that they weren't at the implant procedure so they didn't receive and education on programs. Caller said that it seemed like sometimes the therapy was helping and then it doesn't and patient was "flushing" every hour. Caller said that about 2.5 weeks ago, they checked setting and stimulation was off and said that the setting was higher than they recalled and on a different program. Caller thought that patient may also be making adjustments. Caller said they had to make an adjustment at least once every day otherwise patient will be asking for an adjustment throughout the whole day and evening. Patient services reviewed therapy information and general programming guidance. Patient services also reviewed information about programs with caller and recommended tracking symptoms and tracking. Caller will discuss with patient and come up with a plan however said would like to start at "ground zero," with program 1. Caller to review importance of tracking symptoms and adjustments with patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient representative called and repeated information that ins does not seem to be helping and mentioned patient is "over urinating". Caller inquired about training for the staff at patient's long term care center, patient services reviewed role of patient services. Caller directed to follow up with hcp as they mentioned they do not feel comfortable making adjustments now. Email sent to field staff and materials requested to mail to caller.